Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication that the high power or the increase in ldh was as a result of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator patient was noted to have an elevated ldh in conjunction with high watt alarms on (B)(6) 2016. Patient was readmitted to the hospital and placed on heparin and integrilin drips. Patient was treated with tpa on (B)(6) 2016. Ldh peaked at 1331 on (B)(6) 2016 and patient was subsequently upgraded on the transplant list to status 1a. Patient's parameters at time of readmission 2600 rpm, 4.8lpm, 4.5w. Per the logfiles, clinical engineers were able to confirm 2 high watt alarms on (B)(6) 2016. Patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed via log file analysis which revealed 2 high watt alarms were recorded on (B)(6) 2016. Waveforms indicate a rise in power consumption starting on (B)(6) 2016 to a peak of 6.9 watts, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.